Event description:
The catheter was removed from package and inserted through the sheath into the coronary sinus of the patient. The catheter was connected to the cable, however the electrodes were not properly visualized by the 3d mapping system. Another catheter was used from the same lot number and worked fine, had no problem. The patient did fine and was not affected.